Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation and presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The stimulation was resolved and the patient was fine.